Event description:
It was noted that the patient's mpu had a v-lock connector on the ac power cord, the ac power cord did not come loose, and there were no environmental circumstances that would have affected ac power.

Manufacturer narrative:
Section d6a: implant date was inadvertently reported. The mpu is not an implanted device. Manufacturer's investigation conclusion. Incidental findings: damage to the patient cable¿s black connector thread. The reported event of no external power alarms was unable to be confirmed. The heartmate mobile power unit (mpu) (s/n: (B)(6) was returned to the service depot for evaluation. The mpu was connected to a mock circulatory loop and run for several days. The patient cable was flexed and manipulated; however, the unit operated as intended with no alarms active. The customer was given a warranty replacement and the returned mpu was forwarded to the product performance engineering (ppe) group. The forwarded unit was reconnected to ac power and a test system controller. The patient cable was manipulated several times with no alarms active. The patient cable underwent continuity and insulation testing and passed without issue. No external power alarms were unable to be reproduced throughout testing. Per the provided information, there were no log files available for the event. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 - ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate 3 instructions for use, rev. C, section 6 - "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a no external power alarm when the mobile power unit (mpu) patient cable was manipulated. The power cord was connected to the wall. The patient was switched to external batteries. A request for a replacement mpu was made.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.